Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected, the system was not in clinical use when the issue was identified. It was reported to philips that the system booted up slowly. The philips field service engineer (fse) inspected the system onsite but could not replicate or reproduce the issue mentioned by the customer. It was identified that the customer had resolved the issue temporarily with the help of in-house engineer before the fse's visit. The system was working as intended without any issue. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this scenario is not likely to cause or contribute to death or serious injury if it were to recur. Based on re-evaluation, this complaint is not reportable. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the system booted up slowly. No harm has been reported to philips. Philips has started an investigation of this complaint.